Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It was reported that the barrel had a barely visible crack and leakage occurred with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: a 13 year old girl with all should have intrathecal chemotherapy. The patient gets the first two treatments uncomplicated. During the administration of 3rd intrathecally, a leak is noted and it appears that the 5 ml syringe is defective. There is a long crack in the syringe where there is leakage. In consultation with the pediatric oncologists, it is decided for safety reasons and especially in relation to infection to discontinue the administration. Thus, the patient receives only about 1/3 of the scheduled chemotherapy. Additional information received: it was a long thin crack on the syringe barrel ¿ hardly visibly. The staff was wearing full protection when the leakage happened as the procedure was part of insertion of a spinal needle. So no exposure to skin or mucosal membrane. The medication was dripping from the syringe when pressing the plunger. The syringe was attached to a needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the barrel had a barely visible crack and leakage occurred with a bd 5 ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: a (B)(6) girl with all should have intrathecal chemotherapy. The patient gets the first two treatments uncomplicated. During the administration of 3rd intrathecally, a leak is noted and it appears that the 5 ml syringe is defective. There is a long crack in the syringe where there is leakage. In consultation with the pediatric oncologists, it is decided for safety reasons and especially in relation to infection to discontinue the administration. Thus, the patient receives only about 1/3 of the scheduled chemotherapy. Additional information received: it was a long thin crack on the syringe barrel ¿ hardly visibly. The staff was wearing full protection when the leakage happened as the procedure was part of insertion of a spinal needle. So no exposure to skin or mucosal membrane. The medication was dripping from the syringe when pressing the plunger. The syringe was attached to a needle.